Event description:
Complainant alleged that while attempting to treat a (B)(6) male trauma patient, the device shut down and would not power back up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation adn this complaint is still under investigation.